Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a "start a new sensor" message after 2 days of wearing an adc freestyle libre sensor. Customer further reported symptoms of numbness of the tongue, loss of consciousness, and seizure. Customer was taken to a hospital where she was diagnosed with hypoglycemia and treated with unspecified IV fluid. Customer was discharged after 5 days. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. Visual inspection has been performed and no issues were observed. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination). The sensor plug was properly seated in the mount. Removed the sensor plug and inspected the plug assembly, no failure mode observed. Performed visual inspection on sensor tail, a ring of blood was present and was located at the based of the sensor tail. All results were within specification. No malfunction or product deficiency was identified.

Event description:
Customer reported receiving a "start a new sensor" message after 2 days of wearing an adc freestyle libre sensor. Customer further reported symptoms of numbness of the tongue, loss of consciousness, and seizure. Customer was taken to a hospital where she was diagnosed with hypoglycemia and treated with unspecified IV fluid. Customer was discharged after 5 days. There was no report of death or permanent impairment associated with this event.